Event description:
It was reported that the customer experienced difficulty with the pump's quick bolus/wake button, requiring multiple presses to activate the screen. The customer declined to provide information on blood glucose levels, but since there was no indication of an adverse impact, it was presumably within a normal range. Technical support instructed the customer on proper button usage and decided to replace the pump. The customer plans to continue using the current pump as backup therapy.